Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# l60113, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was dead. The healthcare provider (hcp) did not know how long the patient had not been using stimulation. The hcp saw the latest note from the pain physician that said if the patient wanted to continue using stimulation, they would have to revise the ins. They did not know if there was any longevity concerns regarding this ins. Additional information was received from the patient indicating that the stimulator was not helping to the pain. The patient also wanted an MRI done so they had the stimulator removed. No other interventions or actions were needed other than the stimulator removed. The explant was done on (B)(6) 2015. The patient was alive with no injury at the time of the report. Other relevant medical history includes rsd/causalgia-complex regional pain syn.